Event description:
It was reported that when a device was used during a low anterior resection, the device anvil would not attach correctly. The surgeon then attached an anvil from a different device and then fired the device. The anastomosis was not complete, the suture was completed by hand. Pt received re-operation due to detection of bleeding from anastamosis site. The surgeon had to perform a permanent stoma of the colon.